Manufacturer narrative:
(B)(4). Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of an unknown number of continuflo sets in which the upper y-site of the set nearest to the spike had a no flow of an unknown antibiotic from an unknown baxter secondary set during an infusion. There was no pump being used with the set. There was no patient injury or medical intervention necessary. No additional information is available.